Manufacturer narrative:
Medtronic received the following information from the journal article entitled; total endovenous recanalization and stent reconstruction for naïve non-inferior vena cava filter-associated chronic iliocaval occlusive disease: placement of 352 venous stents in 69 debilitated patients. Https:://doi: 10.1177/1358863x19834354 joseph l mcdevitt, ravi n srinivasa, anthony n hage, jacob j bundy, joseph j gemmete, rajiv n srinivasa and jeffrey forris beecham chick. Vascular medicine 2019 vol 24 issue 4. Average age. Average gender. If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft, along with other non-mdt stents, were implanted in patients for iliocaval stent reconstruction for non-ivc fi lter-associated iliocaval thrombosis. The following events were reported: migration.